Event description:
It was reported that the wound care staff at (B)(6) has been using the allevyn gb dressings for a couple of years, and they have noted that the silicone adhesive contact-layer is causing maceration to the peri-wound area. In addition, the wound team also evaluated allevyn life and they reported that they¿re experiencing the same complications with these dressings.